Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the chief perfusionist that the power sources would become loose from power port two of the controller. The controller was exchanged with no reported patient consequence. No further information was provided.&#842;

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller port connectors clicked when connected and each port connector was found tight to the controller housing. Additionally, the connection to the controller ports were stable and secure. As a result, the reported event details could not be confirmed during visual inspection nor functional testing.  This controller was received with the new software version installed (smr upgrade performed). The reported event could not be confirmed during testing; no mechanical issues were found during testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.